Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device was not cutting properly; the motor rpms were noisy but within specification, the headpiece and handpiece interior, reciprocating arm, eccentric shaft, motor, swivel, and needle bearing were corroded, the spring seal was worn, the control bar was loose and not in the correct position, and the device was out of calibration. The bearings, poppet, poppet housing, poppet spring, hinge throttle, gasket, wave washer, motor, sleeve, eccentric shaft, lever, screw, planetary gear, o-rings, screw seal, reciprocating arm, external e-rings, swivel, and ring gear were replaced, the control bar was adjusted, and the device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, despite correct dermatome settings and blade position, the dermatome malfunctioned and created a skin laceration on the left buttock, 10 cm width, 0.4 cm depth. This was stapled closed.surgeon then put the dermatome on the skin, turned it on, and immediately felt the dermatome jerk and removed it from the pt. The dermatome had essentially made an incision all the way to the fat just from being turned on and placed on the skin. The patient required staples to close wound. There was several minute delay and another dermatome was used to complete the surgery. An additional graft was needed. Due diligence is in progress.